Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high threshold since implant and no capture in the unipolar configuration. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4968-25 lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.